Event description:
It was reported that during a cadaver training lab, the drill attachment heated up. There was no user injury reported, and no adverse consequences alleged with this event.

Manufacturer narrative:
The drill attachment was contained by the manufacturer, however, the complaint could not be replicated. Based on the results of the quality investigation, the attachment performed according to specifications.